Event description:
The user reports that they were using a closed suction catheter on a ventilated pt and allegedly had a 600ml tidal volume loss. The pt was resuscitated and there was no pt compromise.